Event description:
It was reported that it was difficult to fill the reservoir. Nothing further was reported.

Manufacturer narrative:
The snap-cap from the reservoir was detached, which caused the reservoir to leak.